Event description:
It was reported that the 8100 had error 242.4030. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error 242.4030 was not identified during the customer call. After tech explaining the potential causes associated with error code 242.4030 they advised to begin troubleshooting by interchanging parts starting with the air?in?line (ail) sensor. If the issue persists after replacing/interchanging the ail sensor, recommended next step is to interchange the logic board. Informed the customer that, as a last resort, the bezel assembly may need to be replaced if the fault continues after the above steps. Customer acknowledged the troubleshooting plan and will call back if the issue persists. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.